Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit 30cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation in the left side. High impedances were noted and left lead was non-functional. The patient underwent a lead replacement procedure and was doing well postoperatively.